Event description:
According to the reporter: occurred during an open radical gastrectomy procedure. The patient's medical history is stomach cancer. The stapler was being applied to the diastolic tissue. There was poor staple formation. Part of the staple line was not well formed. In order to resolve the issue and complete the case, reinforced with stitching. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. No malformed staples were observed on the single use loading unit (sulu). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. There was no reported condition to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open radical gastrectomy procedure. The patient's medical history is stomach cancer. The stapler was being applied to the diastolic tissue. As there was bleeding after the breakdown, the surgeon thought that there was poor staple formation. Part of the staple line was not well formed. In order to resolve the issue and complete the case, reinforced with stitching. There was no patient harm. The patient outcome is reported is no injury.